Event description:
It was reported that this pacemaker system exhibited intermittent capture. It was unclear whether the right atrial (ra) lead or right ventricular (rv) lead exhibited this anomaly. No intervention was performed at this time. Due to the limited information received, further follow-up to obtain related details was not possible. Currently, this product remains in service and no additional adverse patient effects were reported.